Event description:
Dexcom was made aware on 05/11/2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2022. It was reported that the patient experienced a skin reaction with burning, blisters, and scar, under the entire patch area, which occurred the same day the sensor had been inserted in the abdomen. The reaction was treated with an unspecified over the counter (otc) topical cream. There was no documentation of medical intervention. The scar was present more than 3 months after the skin reaction occurred. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).